Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our german affiliates, after implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach, it was noted that the clear part of the esheath+ was sucked into the esheath+. As per field clinical specialist's perception, the esheath+ liner seemed to be full delaminated.

Manufacturer narrative:
A supplemental MDR is being submitted for a completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided and the following was observed: fully liner delamination observed at distal part. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. An engineering summary written by edwards lifesciences applies to this complaint event therefore a review of the IFU was not required. IFU and training materials provide adequate instructions on device use, risks, and precautions and manufacturing mitigations remain in place. This event will be included in ongoing monitoring and trending. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on evaluation of the provided imagery. Available information suggests procedural factors (withdrawal of altered balloon profile, excessive manipulation) likely contributed to the event as reported information indicated balloon burst at the moment of deployment. Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system to catch onto the sheath liner. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.